Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test. No unexpected possible over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose level. Blood glucose level was 2 mmol/l. Customer alleged insulin pump for possible over delivery. Customer treated their blood glucose with two doses of dextrose tablet. Insulin pump was not exposed to magnetic field. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Insulin pump will be returned for analysis.